Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage to the middle section of the stent with struts stretched, distorted and lifted both proximally and distally from the stent profile. This type of damage most likely occurred during both advancement and withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks across the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-feb-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous left circumflex artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter. Then a 28x3.50mm promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion. Buddy wire technique was performed, but still failed to cross the lesion. The procedure was completed using another stent followed by post dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.